Manufacturer narrative:
Follow-up 11/9/2016: reportedly, the customer stated that the pump recorded no button interaction during the reported event. The customer reports the pump button has functioned as expected and they have experienced no other issues. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button became unresponsive. The customer reported a blood glucose level of 157 (mg/dl). During troubleshooting with tandem technical support, the pump display powered on when plugged into a power source. The wake button then functioned as expected and the customer was able to deliver a quick bolus. The customer will upload data so that the pump interactions can be viewed.